Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 628317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain. Concurrent conditions included vaginal irritation and persistent cough. In september 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-dec-2009: consistent with bilateral tubal blockage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/bilateral pelvic pain') in an adult female patient who had essure (batch no. 628317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Concurrent conditions included vaginal irritation and persistent cough. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), vulvovaginal discomfort ("vaginal irritation"), perineal pain ("perineal pain"), abdominal pain upper ("right upper quadrant pain"), infection ("other infection") and abdominal pain lower ("abdominal pain lower/cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety, vulvovaginal discomfort, perineal pain, abdominal pain upper, infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, depression, infection, pelvic pain, perineal pain and vulvovaginal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: consistent with bilateral tubal blockage.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event : vaginal irritation, perineal pain, abdominal pain upper, other infection, abdominal pain lower. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 628317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain. Concurrent conditions included vaginal irritation and persistent cough. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: consistent with bilateral tubal blockage. Most recent follow-up information incorporated above includes: on 20-jun-2018: reporters added and updated patient demographics. Concomitant disease and laboratory data was added. Added suspect drug indication and added lot number. On (B)(6)-2009, she implanted essure (previously reported as (B)(6) 2009). On (B)(6) 2017, she implanted essure (previously reported as (B)(6) 2017). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.